Manufacturer narrative:
Additional information: device lot number method: visual inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the reported event was confirmed via email correspondence with the sales rep. Visual inspection on the returned products revealed normal deformation due to use of the device. No relevant manufacturing issues were found upon manufacturing history review. Conclusion: based on the information provided, it is likely that the implant migrated due to patient fall.

Event description:
Patient had an l3-s1 fusion on (B)(6) 2018. Patient recently fell and the rod came out of the s1 screw on the left side. Revision surgery required to correct issue.

Event description:
Patient had an l3-s1 fusion on (B)(6) 2018. Patient recently fell and the rod came out of the s1 screw on the left side. Revision surgery required to correct issue.